Event description:
A home pt contacted baxter's technical service center for assistance during drain 1/4 of their automated peritoneal dialysis therapy. Per initial report, a solution bag became disconnected from a supply line of the homechoice set. Baxter's technical service center advised the pt to add a new solution bag to an unused supply line to complete therapy. No pt injury or medical intervention was indicated at the time of the initial report.